Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("x-ray with fragments") and endometrial ablation ("ablation") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and underwent endometrial ablation (seriousness criterion medically significant). At the time of the report, the device breakage and endometrial ablation outcome was unknown. The reporter considered device breakage and endometrial ablation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: results: fragments. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("x-ray with fragments") and endometrial ablation ("ablation") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and endometrial ablation (seriousness criterion medically significant). At the time of the report, the device breakage and endometrial ablation outcome was unknown. The reporter considered device breakage and endometrial ablation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: fragments concerning the injuries reported in this case, the following ones were reported via social media: device breakage and endometrial ablation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.